Event description:
Physician used a 3.5mm diameter x 21mm length nc sprinter rapid exchange (rx) balloon dilatation catheter as part of a kissing balloon technique to post-dilate a stent located in a bifurcation of the lad and a diagonal. However, it was reported that while removing from the pt, resistance was felt and balloon material and part of the shaft of the nc sprinter rx device detached, remaining in the pt. Several attempts were made to retrieve the detached material; however, all unsuccessful, therefore, the pt was sent to surgery. No other clinical sequelae were reported. A second nc sprinter rx balloon dilatation catheter used during this procedure was also returned for eval (2.5x27mm balloon). On inspection of this device, the shaft was noted to be severely stretched and the guide wire entry port was ripped. A catheter leak was detected. Reference MFR report#: 9612164-2011-00445.

Manufacturer narrative:
(B)(4). Eval, results/conclusion: (root cause of the event cannot be confirmed based on info available). Eval summary: a 3.5 x 21mm nc sprinter rx balloon dilatation catheter: hypotube was bent and wavy. The transition tubing was stretched and had detached 17cm distal to the hypo tube bond. There was 1.5cm of the core wire exposed distal to the detachment side. Distal inner and outer shafts, balloon and distal tip had detached.